Event description:
The ac/dc converter was found burnt during the event: the servo I was in use on a patient. A burnt odour appeared. Then, the ventilator worked with its batteries.

Manufacturer narrative:
Technical intervention: on 24th of september 2004, maquet's fse found the card of power supply burnt at the level of a condenser. As the servo I used its batteries, the event logs have not been recorded and have not been go back. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.